Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens implanted upside down. There was no patient injury. Lens was exchanged and problem resolved. Cause of the event was reported as device and use error.

Manufacturer narrative:
H6: health effect clinical code 4581: upside down implantation h6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).